Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and duplicated the reported event. However, the fse determined the cause of the reported event was associated with the internal blender of the device was out of calibration however no assembly failure was isolated. The fse performed the blender regulator calibration and the reported variance was no longer present. The fse also performed the operational verification procedure of the device and having passed all testing the device was returned to the customer for use.

Event description:
The customer reported on this ventilator device the delivered fraction of inspired oxygen (fio2) out of specifications. The set fio2 apparently at set fio2 of 60% the device is delivering 64%.the monitor fio2 is reading 77% . The customer stated no patient events was associated with this event.